Event description:
It was reported that noise and oversensing were noted on this right atrial (ra) lead, as well as minute ventilation (mv) oversensing resulting in a signal artifact monitor (sam) episode stored on the pacemaker. The patient reported dyspnea and fatigue when initiating physical activity as a result. The associated pacemaker was reprogrammed to optimize the mv and accelerometer functions, and technical services (ts) was contacted for additional troubleshooting recommendations. This ra lead remains in-service at this time. No adverse patient effects were reported.